Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the while in the operating room during implant the pump was implanted and running with no issues. A guidewire was present from active removal of a balloon pump at time of the event. An alarm occurred, rotations per minute was 0, flow was 0 lpm, and power increased over to 12 w, along with pulsatility index (pi) increased. In 8 seconds pump resumed normal function. The cause of the elevated pump power and pump stop was not identified. The patient was sedated at time of event since it occurred intraoperatively during implant of the left ventricular assist device (lvad). No treatment was performed and the patient was to be discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed an increase in pump power followed by a transient pump stop event. According to the account, this event was caused by a guidewire being present within the pump which would have led to interference with the rotor. The submitted system controller and left ventricular assist device (lvad) event log file captured relevant events from (B)(6) 2023. The files captured an increase in pump power followed by a transient pump stop event. This event was associated with transient low power hazard, controller internal fault, low-speed advisory, low flow hazard alarms as well as transient lvad fault flags that indicated rotor instability. The pump resumed normal operation at the set speed approximately 8 seconds after the initial speed decreased below the low-speed limit. No other notable events or alarms were captured within the remaining duration of the files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook outline all system controller alarms, as well as the appropriate actions associated with them. These documents warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the patient handbook contains a section on handling emergencies, which includes instructions in the event the pump stops. No further information was provided. The manufacturer is closing the file on this event.